Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the patient was on post op. When ready to start weaning the vent and placed the patient on psv the vent started alarming apnea. No patient harm was reported.

Event description:
Additional information received indicates that a company fse was able to visit the customer site of an on-site repair.

Manufacturer narrative:
Root cause: the fse made it on site and completed the main board replacement. Operating properly post-maintenance. Unit is fully functional at this time no alarm issues.